Manufacturer narrative:
Initial

Event description:
It was reported that a user recently started using the ilet with a dexcom g7 continuous glucose monitor (cgm) and experienced persistently elevated blood glucose around 361 mg/dl when the system stopped insulin delivery because the cgm was not connected, and the cgm displayed a prompt to replace or stop the sensor; troubleshooting and education were provided regarding device operation and cgm connectivity, and the issue was categorized as an improper or incorrect procedure or method, with no device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.